Event description:
Prior to use on patient, 1/8" reliavac drain was found to be defective. Product was not saved. Package was saved. See attached package cover (photocopy). No further information is available.(2 packages were involved.)